Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested, not provided. Device manufacture date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explant date - unknown if the device was explanted. Occupation - vascular surgeon. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the case was a right leg angiogram with access via left femoral artery. The case was completed successfully and a 6fr angio-seal device was deployed. The patient presented to hospital emergency room (ER) four days later with a large hematoma. The surgeon stated that the patient described having a large challenging bowel movement prior to the issue occurring. The patient required medical/surgical intervention. The patient condition was unknown. Initial procedure and angio-seal placement was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).